Event description:
One patient sample with discrepant potassium results. Initial result 5.3 mmol/l, repeat result 4.1 mmol/l. Initial result was not reported. The field service representative determined there was a problem with the vacuum nozzle. The vacuum line, vacuum nozzle, sipper flow path, and sample probe were cleaned. Performance check tests were performed and within specification.